Event description:
Patient underwent pars plana vitrectomy with membrane peel for recurrent macular hole of the left eye. Bausch and lomb vitrectomy machine with membrane blue and tissue blue dyes from dorc were used during the surgery. The patient was found to have atrophy and granular appearance of the rpe at post-op appointment. FDA safety report ID# (B)(4).